Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited noise. Noise was reproducible with arm and shoulder movements. No intervention was performed. The patient was asymptomatic and would continue to be monitored.